Event description:
It was reported that: was unable to insert bypass tube through sheath hub. Extreme resistance. Device was removed and a new device was used. Additional information: the bypass tube was stressed upon trying to advance. A second device was used. New complete device including sheath otw. Second device advanced through hemostasis valve easily. Hemostasis was immediate. There was no patient harm or consequence.it was reported that: was unable to insert bypass tube through sheath hub. Extreme resistance. Device was removed and a new device was used. Additional information: the bypass tube was stressed upon trying to advance. A second device was used. New complete device including sheath otw. Second device advanced through hemostasis valve easily. Hemostasis was immediate. There was no patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301508 indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the initial procedural sheaths. Following the undisclosed procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered extreme resistance attempting to advance the bypass tube into the sheath hub. The bypass tube became stressed when met with resistance. The first 18f manta device and sheath were removed and a second 18f manta device and sheath were loaded onto the guidewire, advanced through the hemostasis valve, achieving hemostasis immediately. The patient did not experience any harm or health consequences from this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. The der process will continue to monitor for any similar events.

Event description:
It was reported that: was unable to insert bypass tube through sheath hub. Extreme resistance. Device was removed and a new device was used. Additional information: the bypass tube was stressed upon trying to advance. A second device was used. New complete device including sheath otw. Second device advanced through hemostasis valve easily. Hemostasis was immediate. There was no patient harm or consequence.it was reported that: was unable to insert bypass tube through sheath hub. Extreme resistance. Device was removed and a new device was used. Additional information: the bypass tube was stressed upon trying to advance. A second device was used. New complete device including sheath otw. Second device advanced through hemostasis valve easily. Hemostasis was immediate. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.